Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to malposition and cmt.

Manufacturer narrative:
The reported event could not be confirmed based on medical expert assessment and device was not returned for evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon assessment of available medical records medical expert opined that the CT scan reveals, that the tibial component shows indeed deviation from the axis to the lateral/fibular side in the frontal plane. In the sagittal plane the component shows correct alignment. There is no loosening visible, which supports the assumption, that no loosening and thus a secondary malposition has occurred, but a malposition in the index procedure could be present here. The talar component is in alignment with the tibial one and there is also no relevant loosening or migration visible. The underlying cause for the malposition can only be confirmed with initial x-ray or CT scan after the implantation and could be treatment related due to initial malpositioning. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to malposition and cmt.